Event description:
The customer reported the system cannot be turned on. The customer worked with the company technical support specialist, but could not get the system to work. The customer cancelled three cases. No patient injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the complaint. The host module was replaced and sent for in house testing. The system was tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed, when additional information becomes available.